Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen text was found to be dim, faded and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked below the finger pad extending down to the primary seal. No loss of power occurred during testing. No evidence of moisture damage visible in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim display. It was reported that the issue began over 3 months prior to the alert date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.